Event description:
It was reported that the radial force was insufficient to treat the lesion. An eluvia EU, 6x120, 130 cm was selected for use in the superficial femoral artery (sfa) for the percutaneous angioplasty procedure. The target lesion was reported to have severe tortuosity and calcification. The target lesion was accessed via a contralateral approach using a non-bsc guidewire and non-bsc sheath. When the eluvia was deployed at the target lesion, the physician reported that the stent failed to fully expand, and that the radial force was insufficient to treat the lesion. The lesion was post dilated to ensure the stent was adhered fully to the vessel wall. The procedure was completed and there were no reported adverse consequences to the patient. It was additionally reported that the reference vessel diameter of the treatment area was 10 mm.

Manufacturer narrative:
Updated fields: b5 - describe event or problem. H6 - evaluation conclusion codes. G1 - MFR contact first name, MFR contact last name, MFR contact phone number, MFR contact email.

Event description:
It was reported that the radial force was insufficient to treat the lesion. An eluvia EU, 6x120, 130 cm was selected for use in the superficial femoral artery (sfa) for the percutaneous angioplasty procedure. The target lesion was reported to have severe tortuosity and calcification. The target lesion was accessed via a contralateral approach using a non-bsc guidewire and non-bsc sheath. When the eluvia was deployed at the target lesion, the physician reported that the stent failed to fully expand, and that the radial force was insufficient to treat the lesion. The lesion was post dilated to ensure the stent was adhered fully to the vessel wall. The procedure was completed and there were no reported adverse consequences to the patient.